Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced severe hyperglycemia while not using the ilet due to a supply shipment sent to the wrong address, which resulted in running out of sensors and not wearing the system; the highest reported glucose was 500 mg/dl, the device did not alert because it was not in use, and the user was later reconnected to the ilet. Symptoms included fatigue. Outcomes included hospital admission and treatment to correct hyperglycemia. Investigation included follow-up for data synchronization and review of use conditions relative to device availability and connectivity. Investigation of this case revealed that the reported event occurred off-therapy and was associated with lack of supplies rather than an on-device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to the device not being in use at the time of the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.